Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The field service engineer (fse) inspected the unit and verified the reported problem. The cpu board was replaced to address the reported issue. Root cause: failure analysis on the returned cpu board was due to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit has backup alarm failed (1104) error code. It is unknown if the unit was in patient use at the time of the reported issue.